Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump shuts down automatically. Caller stated the pump gave only the vibra alert. No acoustic alert and no display message. No adverse event reported. Requested return of the alleged device for evaluation.